Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. 50708722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy, wisdom teeth removal, uterine dilation and curettage and stroke (maternal grandmother.). Previously administered products included for an unreported indication: iud. Concurrent conditions included vomiting, palpitation, urinary tract infection, chest pain, shortness of breath, anxiety, dysuria, acute cystitis, acute sinusitis, bronchitis, depression, headache, skin disorder, weight gain, cancer, paresthesia, neuropathy peripheral, calf pain, sinus congestion, nasal discharge, throat irritation, chest discomfort, back pain, panic attacks, muscle strain, insomnia, pain in hip and psoriasis. Family history included hypertension (mother.), mental disorder (father.), diabetes (brother.), diabetes (maternal grandfather.) And lung cancer (paternal grandfather.). Concomitant products included amoxicillin, celecoxib (celexa), citalopram, clonazepam (klonopin), doxycycline, ibuprofen (motrin) and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), fatigue ("fatigue"), tooth disorder ("dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and adenoma benign ("reproductive system disorder or condition type of disorder or condition: breast lumps(fibroadenoma)"). The patient was treated with surgery (hysterectomy (partial),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, iron deficiency anaemia, fatigue, tooth disorder, hormone level abnormal, weight decreased, vaginal haemorrhage and uterine leiomyoma had resolved and the adenoma benign outcome was unknown. The reporter considered abdominal pain, adenoma benign, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, iron deficiency anaemia, menorrhagia, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: anemia, menorrhagia, dyspareunia, most recent follow-up information incorporated above includes: on 17-sep-2019: pfs was received. Previously added injury nos was replaced with dysmenorrhea and new events dyspareunia, pelvic pain, abdominal pain, menorrhagia, fatigue, dental problems, hormonal changes, weight loss, anemia, lab data was added. On 19-sep-2019: pfs was received. New events abnormal bleeding (vaginal), breast lumps (fibro adenoma) & uterine fibroids were added. On 20-sep-2019: fu 2,3 and 4 process together: mr was received. Lot number, new reporter, concomitant condition and medical history, concomitant drugs, lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. 50708722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy, wisdom teeth removal, uterine dilation and curettage and stroke (maternal grandmother.). Previously administered products included for an unreported indication: iud. Concurrent conditions included vomiting, palpitation, urinary tract infection, chest pain, shortness of breath, anxiety, dysuria, acute cystitis, acute sinusitis, bronchitis, depression, headache, skin disorder, weight gain, cancer, paresthesia, neuropathy peripheral, calf pain, sinus congestion, nasal discharge, throat irritation, chest discomfort, back pain, panic attacks, muscle strain, insomnia, pain in hip and psoriasis. Family history included hypertension (mother.), mental disorder (father.), diabetes (brother.), diabetes (maternal grandfather.) And lung cancer (paternal grandfather.). Concomitant products included amoxicillin, celecoxib (celexa), citalopram, clonazepam (klonopin), doxycycline, ibuprofen (motrin) and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), fatigue ("fatigue"), tooth disorder ("dental problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and fibroadenoma of breast ("reproductive system disorder or condition type of disorder or condition: breast lumps(fibroadenoman)"). The patient was treated with surgery (hysterectomy (partial),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, iron deficiency anaemia, fatigue, tooth disorder, hormone level abnormal, weight decreased, vaginal haemorrhage and uterine leiomyoma had resolved and the fibroadenoma of breast outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, fibroadenoma of breast, hormone level abnormal, iron deficiency anaemia, menorrhagia, pelvic pain, tooth disorder, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: anemia, menorrhagia and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical complaint. On 11-oct-2019: following company internal coding review, the reported event "reproductive system disorder or condition type of disorder or condition: breast lumps(fibroadenoman)" was coded to the previous meddra llt: fibroadenoma of breast. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.